Manufacturer narrative:
A replacement neoblue cozy led panel was shipped to the complainant. The complainant reported that installing the replacement led panel had resolved the issue.

Manufacturer narrative:
Natus medical has requested additional information from customer for final determination. Tech support has made several attempts to contact customer for the status of the device after replacement parts. Should customer provide additional information natus will file a supplemental report as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue cozy device measured low when measured with their natus radiometer. No product information provide by customer. The customer maintained no patient involvement.